Event description:
It was reported that during the implant attempt, the first lead attempted dislodged during the slitting process. The lead was removed, and another lead was attempted. The placement of the second lead resulted in diaphragmatic stimulation. The lead was removed, and the first lead was placed successfully without any further issues. The first lead remains in use, and the second lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and the outer tubing overlay, and blood was found in/on the helix/lobe mechanism. The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant.